Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d9 and section h3. In the initial report it was reported that the device was returned however the device is not available. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. H6: investigation findings 3221 is based upon no evaluation of the returned sample; 114 is based upon the user facility information. H6: conclusion 4315 is based upon no evaluation of the returned sample; 19 is based upon the user facility information. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint description revealed the device was used in the jugular artery, which is against the IFU. The IFU has an indication the device is to be used in the the radial artery only. Based on the available information, the complaint can be confirmed for user error. The complaint cannot be confirmed for the sheath/catheter mechanical damage component inversion since the sample was not available. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a 5fr radial glidesheath slender, had come apart upon removal. The patient was in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc's. Additional information was received on 17september2020: lateral patellofemoral angle (lpa) was in the patient, so it was in the right internal jugular vein. No further intervention was required.